Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(6) clinical study. This complaint is being reported based on an event of a (B)(6) treated with antibiotics. On (B)(6) 2012, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was completed successfully with no issues noted. Post procedure, on (B)(6) 2012, the patient experienced exacerbation of her asthma with symptoms including wheeze, cough, dyspnea, and non-cardiac pain in the left rib cage. No medical intervention was required and the event resolved on (B)(6) 2012. On (B)(6) 2012, the patient was scheduled for her second bronchial thermoplastry treatment. Prior to the procedure, the patient had no symptoms and had returned back to the baseline. During the bronchoscopy, the physician examined the right lower lobe to observe whether the area was healed prior to beginning treatment on the left lower lobe. At this time, an area of acutely inflamed mucosa was found in the right lower lobe and pseudomembranes were found in the lateral segment of the right middle lobe (b4). Endobronchial biopsies were performed in the right lower lobe of the lung using a forceps; two samples were obtained. The biopsies were sent for histopathology examination and bacterial, viral, afb and fungal analysis. In addition, washings were obtained in the right lower lobe of the lung and sent for bacterial, viral, afb and fungal analysis. The return was cellular. The second bronchial thermoplasty procedure was not performed and was postponed. From the biopsies and washing/lavage of unhealed tissue/necrosis, it was determined that the patient had a staph infection. For treatment of the infection, the patient was prescribed sulfamethoxazole/bactrim ds 800mg and trimethoprim/bactrim ds 160mg, both with a start date of (B)(6) 2012 and an end date of (B)(6) 2012. No hospitalizations or emergency room visits have occurred. The patient has completed the course of antibiotics and is asymptomatic. No additional testing has been performed. The patient will be reexamined when she returns prior to the second bronchial thermoplasty procedure. Baseline spirometry values: visit date: (B)(6) 2012. (B)(6).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) study. This complaint is being reported based on an event of a staph infection treated with antibiotics. On (B)(6) 2012, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was completed successfully with no issues noted. Post procedure, on (B)(6) 2012, the patient experienced exacerbation of her asthma with symptoms including wheeze, cough, dyspnea, and non-cardiac pain in the left rib cage. No medical intervention was required and the event resolved on (B)(6) 2012. On (B)(6) 2012, the patient was scheduled for her second bronchial thermoplastry treatment. Prior to the procedure, the patient had no symptoms and had returned back to the baseline. During the bronchoscopy, the physician examined the right lower lobe to observe whether the area was healed prior to beginning treatment on the left lower lobe. At this time, an area of acutely inflamed mucosa was found in the right lower lobe and pseudomembranes were found in the lateral segment of the right middle lobe (b4). Endobronchial biopsies were performed in the right lower lobe of the lung using a forceps; two samples were obtained. The biopsies were sent for histopathology examination and bacterial, viral, afb and fungal analysis. In addition, washings were obtained in the right lower lobe of the lung and sent for bacterial, viral, afb and fungal analysis. The return was cellular. The second bronchial thermoplasty procedure was not performed and was postponed. From the biopsies and washing/lavage of unhealed tissue/necrosis, it was determined that the patient had a staph infection. For treatment of the infection, the patient was prescribed sulfamethoxazole/bactrim ds 800 mg and trimethoprim/bactrim ds 160 mg, both with a start date of (B)(6) 2012 and an end date of (B)(6) 2012. No hospitalizations or emergency room visits have occurred. The patient has completed the course of antibiotics and is asymptomatic. No additional testing has been performed. The patient will be reexamined when she returns prior to the second bronchial thermoplasty procedure. Baseline spirometry values: visit date: (B)(6) 2012: pre-bronchodilator: fev1: 2.12, fev1 % predicted: 80, fvc: 3.38, fvc % predicted: 101.50. Post-bronchodilator: fev1: 2.41, fev1 % predicted: 90.94, fvc: 3.59, fvc % predicted: 107.81. Additional information received since (B)(6) 2012. The staph infection was considered resolved as of (B)(6) 2012.

Manufacturer narrative:
Patient identifier: (B)(6). Patient weight: (B)(6). (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that no anomalies were noted that could be related to this event. A labeling review was performed and, from the information available, this device was used in accordance with the labeling. The directions for use (dfu) list infection as a possible adverse event related to the procedure. The most probable root cause classification is anticipated procedural complication.

Manufacturer narrative:
Additional information received since (B)(6) 2012 (B)(6). Study source: (B)(4).